Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.

Event description:
The customer reported that the system would display a system error 253 message. No pt injury was reported.